Event description:
The health care provider (hcp) reported that the patient had a gradual change in therapy or symptoms. The patient had no therapy benefit and had overactive bladder (oab) symptoms. The patient was in 1 year ago for follow-up and changed the program and their symptoms started 6 months prior to that in 2015. The patient had not had great results for 1.5 years. The patient had a change in medication or had a urinary tract infection (uti) present. The hcp had added oab medications for the patient last year. Therapy had been in use by the patient, but they didn't bring their patient programmer, so the programmer was in reduced mode with limited information. Impedance measurements were not taken. It was unknown if the patient had any recent medical tests or emi environmental exposure. The serial number was not present and the hcp would enter it in. Appropriate sensory response was felt with stimulation on as the patient felt vaginal stimulation using program 1 at 1.4v with 1 negative and 0 positive. The hcp was unaware of a power on reset (por). The hcp would have the patient back later with their patient programmer so they could assess use of therapy. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.